Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the system became unresponsive while navigating a passive planar probe. While navigating the passive planar probe the software switched to the orange navlock tracker then became unresponsive for approximately 20 seconds. Confirmed that the navlock tracker was not being navigated and spheres were down. It was further noted that the monitor has not yet been replaced. There was no reported impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: 1.2.0. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.